Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post-implant the right ventricular (rv) lead dislodged and had wedged in the tricuspid valve annulus, resulting in no capture and no sensing. The was attempted to be revised but the helix would not retract and was bent. The was capped and replaced. No patient complications have been reported as a result of this event.